Manufacturer narrative:
(B)(4), date sent: 9/14/2023. D4: batch #216c31. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No removal issues were noted at any time during the testing. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 216c31, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023 d4; batch # unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the colorectal surgeon used the device. Whilst trying to remove the stapler from patient, dr noted some resistance whilst removing (dr followed the 2 full revolution technique for removal), and make additional 1 full revolution to remove. Dr noted anterior tissue (between 11 o'clock to 1 o'clock position of the circular anastomosis) of the anastomosis was stuck, which caused the difficulty to remove. Dr had to excise the tissue trans-anally to allow the stapler to be fully retrieved from the patient. Intra-op leak test and intra-op colonoscopy was performed. No leak was noted.